Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized on (B)(6) 2018 at 10:00 pm due to high blood glucose level and diabetic ketoacidosis. Blood glucose was 300 mg/dl at the time of the incident and 255 mg/dl at the time of the call. Customer did not experience any symptoms related to their high blood glucose. The customer was wearing the insulin pump at the time of admission. Troubleshooting was not performed. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.